Event description:
The clip applier malfunctions as the clip is being applied to vessels. The clips were taken out of the pt causing no ill effects - and a new clip applier used and functioned well. (There is a clip in the cup that was taken out of pt). This type of clip applier places clips criss crossed instead of straight on.